Event description:
The customer reported that the device infused at a rate faster than expected resulting in an administration error. No patient harm was reported. The biomed completed an investigation and was unable to replicate the event with his log review.

Manufacturer narrative:
Additional information provided: concomitant medical products. The customer¿s report of the device infusing faster than expected was not confirmed. Physical inspection showed the device was in good condition with the instrument seal intact. Analysis of the pump module event log shows the last infusions that were programmed on pump module s/n (B)(4) were on (B)(6) 2018 at rates of 5ml/hr, 50ml/hr, 150ml/hr, 175ml/hr and 200ml/hr. Functional testing showed the device was delivering fluid within specification. The root cause of the customer¿s report was not identified. No event date or intended infusion parameters were provided by the customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device infused at a rate faster than expected resulting in an administration error. No patient harm was reported. The biomed completed an investigation and was unable to replicate the event with his log review.